Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The past few months, the patient experienced increased pain. Her dosage was increased over the past months to help with the increased pain. The pump started alarming on (B) (6) 2010. The pump was interrogated on (B) (6) 2010 and was found to be stalled. The stall was confirmed in the event logs with no motor stall recovery recorded. They were unable to restart the pump. The pump was replaced. Between the time of the motor stall and the pump replacement, the patient was prescribed oral medication. The patient was doing great after the replacement and had lowered her daily dose to hydromorphone (2 mg/ml, 0.1999 mg/day) and bupivacaine (5 mg/ml, 0.4998 mg/day). The patient recovered without sequela.